Event description:
Patient was implanted with plate and screw construct for an orif of a left clavicle, on an unknown date. On an unknown date, the plate had bent and the screws pulled out. Surgeon was unsure if this may have been due to a fall. The fracture was also a non union. On (B)(6) 2012, patent returned to the or and the hardware was removed and replaced with new hardware.this is 4 of 7 reports for this event.

Manufacturer narrative:
Information is for possible screw received. This screw appears to be of the 212.101 family of screws. The threaded head, 3.49 mm diameter, and length of 10.66 mm suggest that this may be a 212.101. The drive is lightly damaged with some displaced material at the drive ID. The head is in good condition. There is some light compression damage on one shaft thread but does not affect profile. The remainder of the screw is free of any significant damage. All of the pertinent dimensions that could be checked are within specifications. Because no lot number was provided, a finite evaluation was not possible. A review of the plate design indicated that the yield strength of the plate was appropriate for the intended application. The complaint indicates that the surgeon was unsure if the patient had fallen, so the source of the failure is not clear. The failure mode described in this complaint is identified in the risk analysis for this product and is adequate for the intended use.

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.(B)(4): placeholder.